Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n148512005, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that during a pump replacement for normal battery depletion on (B)(6) 2015, the healthcare provider (hcp) removed the catheter from the old pump and was not able to draw back drug or cerebrospinal fluid (csf). The hcp decided to replace the whole catheter. The pump and catheter were discarded. There were no kinks or leaks visibly seen during the revision. The type of catheter issue and location of the issue remained unknown. There were no patient symptoms. The patient recovered without permanent impairment. The device system delivered lioresal 2000mcg/ml at a rate of 525mcg/day which was reduced to 200mcg/day following the replacement as it was unknown how long the pump had not been working.